Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining many rheumatoid factor (rf) results of 20 - 22 iu/ml. The results were generated on the immage immunochemistry system, used in conjunction with immage immunochemistry system rheumatoid factor (rf) reagent (lot m012376) and calibrator 5 plus (lot m005625). The customer did not provide information on number of patients tested, dates of tests, or confirmatory testing. The customer stated that results 20 - 22 iu/ml had been released out of the laboratory. It is unknown if there was any effect on patient treatment as the customer did not receive any clinical feedback.

Manufacturer narrative:
The customer did not provide any sample information. The customer provided a qc chart showing that level 2 control recovery shifted upward after introduction of rf reagent lot m012376. No other data was provided by the customer.